Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l2. It was reported that "cement leakage was observed subcutaneously at intra-op but the patient was asymptomatic." The patient was discharged 12 days post-op. It was also reported that the surgeon noted the cement leakage may have been "caused by the removal of the bone filler device (bfd) prior to hardening." No other complications were reported.